Manufacturer narrative:
An event of the delivery sheath being frayed at the tip was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that there was interaction with cardiac structures during deployment of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however it is consistent with the damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was chosen to treat patent foramen ovale, using a 09f amplatzer talisman delivery sheath. During deployment, deformation (bulbous) of the right atrial disc was observed. Several deployment attempts were performed; however, the device was noted to deform. The device was replaced with a similar size pfo occluder and same lot number. However, the contact with aorta was strong, the device was replaced with a 25-18 amplatzer talisman pfo occluder. The delivery sheath was replaced with 09f amplatzer talisman delivery sheath due to the tip of the first device was frayed. The device was successfully implanted. There was no angulation or kink noticed in the delivery system. No health impact has been reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.